Manufacturer narrative:
Should have been -yes- rather than blank.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was that during implant, a guide wire could not be inserted into the lead. Another lead was implanted. The patient's condition is fine after the event.